Manufacturer narrative:
Date of event: estimated as 30 days prior to publication date. Implant date: estimated as one year prior to event date. Lnu, k, et al, late device related thrombus associated with watchman: is the surveillance enough. Jacc. March 8, 2022, volume 79, issue 9, suppl a.

Event description:
It was reported via literature that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed for symptomatic persistent atrial fibrillation and a watchman laa closure device was implanted. The patient was discharged on warfarin and aspirin 81 mg. A transesophageal echocardiogram (tee) 45 days after placement showed a well seated watchman device with no peri-device flow and no thrombosis. Warfarin therapy was discontinued, clopidogrel 75 mg was initiated, and daily aspirin continued. A repeat tee, performed at the 6 month follow-up, showed no clinical changes. Clopidogrel therapy was discontinued at that time, and the patient remained on daily aspirin. At the one-year follow up, tee revealed a 2.34 cm x 1.06 cm echo density on the left atrial side of the watchman device, indicative of thrombus. Apixaban therapy was started at 5 mg twice daily, and daily aspirin continued. After 3 months of anticoagulation, a cardiac computerized tomography (CT) showed no evidence of thrombus. Apixaban therapy was discontinued and clopidogrel therapy was reinstated. An additional tee performed 3 months later demonstrated a new thrombus on the posterolateral aspect of the device, measuring 1. 7 x 1.0 cm. The patient was started on lifelong apixaban, 5mg twice daily, and aspirin.